Event description:
During plif (l4-5), a cage protruded into the psoas muscle. First, the cage of left side was inserted after the temporarily fixed of pedicle screws and rods. Then the surgeon filled with bone and inserted the cage into the right side. After that, when the surgeon filled with bone additionally, it was found that the cage of right side is protruding into the psoas muscle. Removal of the protruding cage is scheduled next week.

Manufacturer narrative:
(B)(4).method: device not returned;results: the reported device was not returned for evaluation. Conclusion: the exact cause of the event could not be determined because the reported event could not be confirmed and the reported device was not returned.

Event description:
During plif (l4-5), a cage protruded into the psoas muscle. First, the cage of left side was inserted after the temporarily fixed of pedicle screws and rods. Then the surgeon filled with bone and inserted the cage into the right side. After that, when the surgeon filled with bone additionally, it was found that the cage of right side is protruding into the psoas muscle. Removal of the protruding cage is scheduled next week.